Event description:
The customer reported shaking screen involving an Olympus video system center. There was no patient harm.

Manufacturer narrative:
An Olympus Field Service Engineer (FSE) was dispatched to the user facility and confirmed the reported issue. The subject device will not be sent back to Olympus for further evaluation and repair.A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: The most probable cause of the malfunction is traced to component failure.Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.